Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: reamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a nester platinum embolization coil could not be deployed. During attempted deployment, the coil got stuck part of the way through the catheter. The operator attempted to push the coil out with the back end of an amplatz wire, but "only got half of it out." The catheter and coil were removed through the sheath with no harm to the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation: mayo clinic health system mankato (united states) informed cook on (B)(6) 2021 of an incident that occurred on the same date. The incident involved a nester platinum embolization coil (rpn: (B)(4); lot #7924238). It was reported that the coil became lodged midway through the catheter. The user attempted to push the coil using the back end of a wire, but it did not fully exit the catheter. The coil and catheter were then removed from the patient. There were no adverse effects to the patient reported. A review of the complaint history, device history record, instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned product, were conducted during the investigation. One used and damaged device was received. There was about 22 cm of the coil exiting from the 12 cm cut catheter. The coil was lodged in the distal tip of the catheter and could not be removed. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook reviewed the device history record (DHR). The DHR for lot 7924238 records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: "precautions: prior to introduction of the embolization coil, flush the angiographic catheter with saline. Instructions for use: 2. Firmly grasp the loading cartridge between thumb and forefinger. Introduce the metal end of the loading cartridge into the base of the catheter hub. Lock loading cartridge onto catheter hub by turning luer lock adapter clockwise. 3. Maintaining position of the cartridge, advance the stiff portion of the wire guide into the loading cannula. Push the coil into the first 20 to 30 cm of the angiographic catheter. Remove the wire guide and loading cartridge. 4. With the flexible tip of the wire guide, advance the embolization coil to the tip of the catheter. Verify position of the angiographic position of the angiographic catheter prior to deployment. 5. Deploy the coil by advancing the wire guide past the tip of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred." The information provided upon review of the dmr, IFU, and the DHR, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that the catheter was not flushed prior to the introduction of the coil; but due to the lack of information, this cannot be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.